Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to malalignment stem; other indication for revision: pain. Revision njr number: (B)(4). Side: r. Primary asa: p1-fit and healthy. Products not revised: procotyl® l beaded and ha coated cup size 50mm, pha06260, lot: 1492511.